Event description:
During the case the 3 capio slim devices were opened for surgeon to use during the procedure. The first device the handle would not work. The second one would not fire the suture into the patient's tissue. The third device was working. All 3 of the devices were from the same lot and expiration batch capio slim ref #:m0068318250 lot: 35770268 exp: 02-03-2028. Health effect code: 4582. Device problem code: 2588, 2610. Reference report: mw5175721.